Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The insulin pump had no button response on act button due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked case at display window corner (lower left and lower right corners), cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.